Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) called ascensia diabetes care customer service to receive help with her contour next meter. During troubleshooting, it was found that the meter's memory had four blood glucose readings, while the customer service mode showed that the customer had run a total of five tests on her contour next meter, which indicated that a blood glucose reading was missing from the meter's memory. The date on the meter was set incorrectly. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, using a blood sample. Which gave a satisfactory performance. The in-house contour next meter was also tested, with the in-house contour next test strips using a blood sample. Which gave a satisfactory performance. The blood glucose readings obtained, during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.